Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/16/2024, it was reported by a distributor via (B)(4) that an ar-600sag saw attachment sagittal stops when cutting. This occurred during a case, with no effect on the patient. No additional information was provided, and additional information has been asked.

Event description:
Additional information was provided on (B)(6) 2024, where it was reported that this event occurred during a hip surgery on (B)(6) 2024. The case was completed using a non-arthrex device.

Manufacturer narrative:
Complaint confirmed. The manufacturer evaluation found a defective drive shaft, outer sleeve, clamping system and screw. The bearing on the driveshaft is broken and dirty. This is due to cleaning/maintenance issues by the user.